Manufacturer narrative:
A report was received that a 5mm angioguard wire failed to cross the lesion. The wire was removed and the procedure completed with no reported patient injury. The event involved a patient undergoing treatment of a target lesion in the left internal carotid artery that was not located in the carotid bifurcation. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). The site reported that there was nothing unusual noted about the device prior to use. The device was reported to have not been sized larger than the vessel diameter per the IFU. The angioguard did not have to pass through any acute bends and no unusual force was used at any time during the procedure. The device was removed intact and the procedure completed with no reported patient injury. When returned for analysis, the distal tip of the angioguard was noted to be stretched. Attempts to clarify this finding with the site have been unsuccessful. A non-sterile unit of angioguard was received inside of a plastic bag. Filter basket, torque device, delivery sheath and capture sheath, were received. No damages were observed on the capture sheath. The delivery sheath was observed to be in an unzipped condition 26 cm from distal tip (along of 10 cm). Kink condition was observed on guide wire at 27 cm from proximal, filter basket was received already deployed; distal tip section was received stretched. Filter basket was inspected under vision system and bend condition were observed on the struts, on distal section unraveled/ stretched condition was observed on the coil wire. A review of the manufacturing records for this lot revealed that it met specification prior to release. The flexible, delicate nature of the wire tip configuration requires due care in handling and use, as directed in the device IFU. Torquing or pushing a wire against resistance may cause wire damage and/or tip separation. If any resistance is felt while manipulating or removing the wire; the IFU warns the user to stop the procedure. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible procedural factors that may have contributed to the event. The failure reported by the customer as ¿delivery system/ failure to cross¿ cannot be evaluated correctly due to nature of the failure . The exact cause of reported event as well as the unzipped, unraveled/ stretched and kink conditions observed in the device, could not be conclusive determined; however, per analysis procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis or DHR review suggests that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time.

Event description:
It was reported that a 5mm angiogaurd did not cross. Analysis shows the distal tip section was received stretched. The procedure was completed in an unspecified manner and there was no patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The intended target lesion was the left ica. The intended lesion was not located at the carotid bifurcation. The vessel diameter was not known. The angioguard was not sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was no unusual force used at any time during the procedure. The device was easily remove and was intact upon removal. The procedure was successfully completed and there were no adverse consequences to the patient.